Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet with subcutaneous insulin via pen, with a highest reported glucose of 500 mg/dl, and education and troubleshooting were completed consistent with a high glucose event. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included a transient impact on health consistent with a high glucose excursion. Investigation included a review of available information and troubleshooting steps performed with the user. Investigation of this case revealed no confirmed device malfunction or component failure based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.